Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. The following sections could not be completed with the limited information provided. Expiration date - unknown. PMA/510(k) number / manufacture date - unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2004. Subsequently, legal counsel for patient reports patient was revised on (B)(6) 2011 due to patient allegations of pain, tissue/bone destruction, discomfort, soreness, dysfunction, loss of range of motion, swelling and inflammation. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-00928 & 2014-03914).

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2004. Subsequently, legal counsel for patient reports patient was revised on (B)(6) 2011 due to patient allegations of pain, tissue/bone destruction, discomfort, soreness, dysfunction, loss of range of motion, swelling and inflammation. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the (B)(6) 2011 operative report for the right hip revision noted the revision was due to pain and elevated metal ion levels. Operative report and testing results further noted the presence of lysis, fibrinous material, tan-gray soft to rubbery tissue with no growth present when tested and fluid. The modular head, acetabular cup and liner were removed and replaced with a competitor's cup and a biomet head.